Event description:
It was reported that: while the device was in use on a patient, the device briefly flashed a 522 error then it came up showing a dc power failure. It also then indicated a vent. Comm loss message. The initial reporter stated that when the condition occurred, the initial reporter depressed the ventilator override button and the light came on. The user attempted to ventilate the patient on the machine: however, was unable to bild pressure. The user manually ventilated the patient with an alternate device to complete the case. After the case, it was determined that the ac line cord had become unplugged. Another doctor checked the machine and found it to function normally. No patient injury.